Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. He filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with stenosis of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Stenosis of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter, ivc stenosis and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient was admitted with a degenerated disc with instability and disruption at the l4-l5 and l5-s1. The patient underwent lumbar back surgery. The patient is reported to have tolerated the procedure well. It appears that the patient subsequently developed a lower extremity dvt. The patient underwent a computerized tomography (CT) scan that revealed retroperitoneal fluid and left hydronephrosis. The filter was implanted via the right common femoral vein and placed in an infrarenal position. Of note, the patient was noted to have a single renal vein. The patient is reported to have tolerated the procedure well and without immediate complications. The next day, cystoscopy and left retrograde pyelogram ruled out left ureteral injury. Five days after the filter implantation, the patient underwent a CT scan for possible bleeding which revealed evidence of persistent thrombosis of the left common femoral and external iliac veins. Approximately twelve years after the filter implantation, the patient underwent a CT scan that revealed an infrarenal optease filter. The cranial tip of the filter was slightly tilted anteriorly. There was significant stenosis of the distal ivc. The filter struts were intact and here was no evidence of fracture, migration or invasion of adjacent structures. The patient also reported that the filter was also associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and ivc stenosis events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Stenosis, blood clots, clotting, embolism, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter, inferior vena cava (ivc) stenosis and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the implant records, the patient was reported to be status post lumbar fusion and had lower extremity deep vein thrombosis (dvt) confirmed by sonography. The right groin was prepped and draped in the usual sterile fashion and a single wall puncture needle was used to percutaneously puncture the right common femoral vein. The inferior vena cavagram showed the patient's inferior vena caval bifurcation to be at the superior aspect of the l5 vertebral body. The patient had single renal veins, which were positioned at the superior aspect of the l1 vertebral body. The ivc filter was placed below the renal veins. The patient tolerated the procedure well. The next day, cystoscopy and left retrograde pyelogram ruled out left ureteral injury. Four days post implant, the patient had a tzanck smear of a buttock lesion. The results were not documented. A day later, the patient underwent a computerized tomography (CT) scan for possible bleeding which revealed evidence of persistent thrombosis of the left common femoral and external iliac veins. Approximately twelve years after the filter was implanted, the patient underwent an abdominal CT scan indicated for filter evaluation. The scan findings reported an optease type infrarenal ivc filter. The cranial tip is slightly tilted anteriorly. The struts are intact without evidence of fracture or migration. There is no invasion of adjacent structures. There appears to be significant stenosis of the distal ivc and fatty infiltration of the liver. The results of the CT scan were also suggestive of a 2.5cm right adnexal cyst. According to the information received in the patient profile form (ppf), the patient reports tilting, ivc stenosis, blood clots, clotting and or occlusion of the ivc, and further experienced anxiety related to the filter, becoming aware of these events approximately twelve years after the filter implantation.